Event description:
Rec'd product complaint without a description of the complaint. 08/25/1998 facility called to verify complaint; no one was available at this time. 08/27/1998 facility called. Health care professional reported that the pt had a reaction to the dialyzer disinfectant. As reported, the dialyzr had been reprocessed with formaldehyde 25 times and used without incident for 24 pt treatments. In preparation for the 25th use, the dialyzer was primed using the procedure for "disinfectant rinse with arterial line reuse" (for formaldehyde). It was reported that the residual testing for disinfectant was negative prior to pt hook up and verified with two staff members. It was also reported that the pt developed chest pain, pain in teeth as soon as blood filled the dialyzer and lines. Pruritis developed and benadryl intravenous was given. Hemodialysis terminated and estimated blood loss due to discard of the blood circuit was 240ml. The pt stabilized and dialysis was restarted using a new, pre-processed dialyzer without further incident. No sample available. 08/31/1998 health care professional called for further info regarding priming procedure.